Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin continued to drip after the motor stopped during manual prime process. The customer's blood glucose was 157 mg/dl at the time of call. Troubleshooting was done. The customer stated that the insulin continued to drip after letting go of the act button. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Device primed properly noted. Device received with minor scratched display window and cracked reservoir tube lip.